Manufacturer narrative:
A philips response service engineer (rse) spoke with the customer confirming an it network issue. The rse logged in the system and found few access points (ap's) were gone offline during the week. The customer was unsure if they have a spare ap to see if there are ap's that are failing. The customer also had a sync unit with red lights. A philips field service engineer (fse) went to the customer site to assist with troubleshooting and resolution. He found the sync unit in closet 1p to be disconnected from upstream sync in 3q. The sync unit in closet 1f was defective with sync in light blinking green/red. The sync unit in closet 1p was re-connected to upstream sync in 3q. Advised by the fse, the biomed replaced sync unit in closet 1f with spare, and no further issues were reported. Results of functional testing indicate while one of the access points was defective, the other was found disconnected from the upstream. Based on the information available and the testing conducted, the cause of the wireless monitoring loss was due to a disconnected and defective access points. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Diagnostics were performed by the engineer results found that the sync unit in closet 1p to be disconnected from upstream sync in 3q. Found sync unit in closet 1f to be defective. Sync in light blinking green/red. Advised replacement. Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported that 2 access points were going offline/red lights on sync unit. Investigation revealed the access points need to be replaced. The device was in use on a patient. There was no report of patient or user harm.